Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in the clinic for routine follow-up. Upon device interrogation, oversensing of noise was noted on both the right atrial and right ventricular leads. Noise could be reproduced with isometrics. It was noted that the patient has altered mental status. The device was reprogrammed. The patient was in stable condition.